Manufacturer narrative:
Device evaluated by manufacturer: a visual examination found that the stent was returned separate to the stent delivery system (sds). The stent was returned inside a non-bsc touhy borst. The stent had dislodged from the sds. A visual and microscopic examination identified that stent damage was observed on one end of the stent. Stent rows 1 to 6 were severely misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified blood was present throughout the stent. A microscopic examination identified that the balloon section of the sds was found to have the stent impression on it and pillowing, indicating that the stent was crimped as per manufacturing process in the correct location during manufacturing. Solidified contrast media was present within the inflation lumen, therefore indicating the device had been prepped for use. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The physician advanced a 2.25x32mm taxus liberte atom stent to the right coronary artery (rca); however, the device was unable to cross the lesion. The physician made several attempts to cross the lesion but was unsuccessful. The physician began to remove the device from the patient and while it was inside of the non bsc touhy, outside of the patient the stent dislodged from the stent delivery system (sds). The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The physician advanced a 2.25x32mm taxus liberte atom stent to the right coronary artery (rca); however, the device was unable to cross the lesion. The physician made several attempts to cross the lesion but was unsuccessful. The physician began to remove the device from the patient and while it was inside of the non bsc touhy, outside of the patient the stent dislodged from the stent delivery system (sds). The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "fine".